Event description:
It was reported that the patient underwent a procedure for extension of posterior spinal fusion to l3-4, re-instrumentation of l3-4 with titanium hardware and right iliac crest graft supplemented with rhbmp-2. Imaging studies reportedly showed that the patient developed uncontrolled bone growth and resulting nerve compression at or near whe re the rhbmp-2 was implanted. The patient also reportedly experienced pain and radiculitis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.